Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that tip broke during procedure. All pieces were retrieved.

Event description:
It was reported that tip broke during procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip breaking during procedure probable root cause: inadequate window profile, inadequate welding process, improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.